Event description:
An optometrist reported that following an intraocular lens (io;) implant procedure, the pt had unexpected postoperative refractive outcome. In a follow up, the optometrist reported that the event continues and the cause of the event is unk.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was received on 01/23/2014. (B)(4).